Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range pacing impedance measurements on the left ventricular (lv) lead. The patient has a history of phrenic nerve stimulation, though none was observed during this event. The stimulation described by the patient was noted as occurring in the back and wrapping around. The right ventricular (rv) and lv pacing was turned off, yet the patient still reported the stimulation. Noise was reproduced with isometric tests. Technical services (ts) suspected possible insulation damage, but this was not confirmed. The clinical representative created stimulation to differentiate the sensation, and the patient confirmed it was distinct from the initial sensation, therefore it was suspected that could be related to premature ventricular contraction (pvc)s, but it was not conclusive. The clinical representative will discuss the findings with the physician. No adverse patient effects were reported. This device remains in service.